Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) /2012, with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was peeling at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the ok, up, and down arrow buttons were intermittently unresponsive. During investigation, evidence of contamination was found under all keypad contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
On (B)(6) /2012, the reporter contacted animas, alleging the ok, up and down arrow keypad buttons required multiple presses to elicit a response for one year. The reporter noted the keypad was peeling below the ok button, exposing the button contact, for six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.